Manufacturer narrative:
A ge service representative performed an on site investigation. The steering handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the steering handle was hard to turn. There is no report of injury or death associated with the event described in this complaint. This could result in an inconvenience and a slight delay in system usability.